Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 220 mg/dl. The customer stated the bad sensor alert occur after a 2nd consecutive calibration error. The customer was discussed the timing of calibrations leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. The customer was advised that we are sending out replacement enlite sensor.